Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding delayed results while using the vidas® 3 instrument (reference # 412590) and version 1.3.1 software. The customer was using vidas® cmv igg 60 tests (ref 30204) with a patient sample when they received an error message (3004xsft1- over-diluted sample, reduce the dilution factor and repeat the test) from the software indicating that the samples were over-diluted. The samples were not over-diluted but the software determined the results to be invalid. These invalid results lead to a delay greater than 24 hours in reporting. It should be noted that this issue is linked to the software and not to the reagent (30204) .the reagent documentation is included for traceability of impacted assays. Despite several requests, no material was returned from customer (namely export files, data back up or full system back up). Past investigations were reviewed. The investigators had worked on customers¿ materials (full system back up, concerned patients¿ samples, customer¿s reagents). Despite numerous tests, the issue was never reproduced internally. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. The invalid results reported by the software do not lead to a risk of false results and only potentially impact a delay in results from the retest or if there are no short-term alternative solutions. According to the last complaints analysis, there has been no new complaint recorded for over-diluted issue. The root cause could not be determined from this investigation; however, an upgrade to the next version of the vidas 3 software (version 1.4) includes plans to add logs for additional information and an embedded software change to improve behavior and workaround the consequences of the problem.

Event description:
A customer in (B)(6) notified biomérieux of obtaining delayed results while using the vidas® 3 instrument (reference # (B)(4)) and version (B)(4) software. The customer was using vidas® cmv igg 60 tests (ref (B)(4)) with a patient sample when they received an error message from the software. The error message (3004xsft1- over-diluted sample, reduce the dilution factor and repeat the test) indicated that the samples were overdiluted. However, the samples were not over-diluted but the software determined the results to be invalid. These invalid results lead to a delay greater than 24 hours in reporting. A patient sample was invalid on two (2) different batches: batch 1008154110 / lot 210514-0: 942 rfv, batch 1008194950 / lot 210603-0: 897 rfv. It should be noted that this issue is linked to the software and not to the reagent ((B)(4)).the reagent documentation is included for traceability of impacted assays. There is no indication or report from the laboratory that the delayed result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.